Event description:
A report was received that a pt will undergo a lead revision procedure due to lead migration. The pt had recently undergone gastric bypass surgery and would like to have her pocket revised at the same time the leads are revised. However, no further action is being taken at this time as the pt is waiting until she loses more weight before having the procedure.